Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device will not switch off.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed on (B)(6) 2015 and performed to specification up to (B)(6) 2016. Between (B)(6) 2016 and the last log entry on (B)(6) 2016, the device records 11 manual power ups containing nonsensical durations. This may indicate the pad-pak was incorrectly seated in the device or the user was removing the pad-pak to power off the device rather than using the on/off button. A test pad-pak was inserted into the device and passed a self-test. An acceptable shock was delivered during the testing. Upon visual inspection of the device corrosion was observed on the membrane tail. Investigation found the reported fault can be attributed to corrosion on the membrane tail. This would account for the nonsensical durations recorded in the history log. The corrosion observed is indicative of adverse storage conditions.